Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint of increased venous pressure is confirmed, however, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The probable cause of increased venous pressure is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application

Event description:
The event involved a tego¿ connector where the customer reported an increased pressure on venous lumen noted on commencement of dialysis, up to +450mmhg. The tego replaced, and pressures was within normal range. There was no electromechanical device were audible or visual alarms generated. There was no medical intervention required.